Manufacturer narrative:
(B)(4). Date of event is 2021, event day and month unknown. Captured as (B)(6) 2021. Batch # unk. Additional information was requested and the following was provided: what is meant by "misfired"? ( part of the staples remains in the reloads) were staples deployed on the stomach part of the staple line? (No, part of them remains inside the reload, and the rest deployed on the stomach) what was the shape of the staples? Were they "b" shaped? (Staples which deployed on the stomach were on b shape, other staples remained inside the reload) was the staple line complete? (No on the stomach part, the specimen part was complete) is the current patient status known? (Good health and discharged) was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) (No) are there photos or videos available? No where there any patient consequences? No what was done to address the issue? The surgeon did the stomach closure via suturing. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap sleeve gastrectomy, the surgeon used plee60a stapler with gst60g and, ech60r staple line reinforcement material. The stomach part wasn't stapled (misfired), while the specimen part was stapled completely (this was the second fire in stomach resection). He continued the surgery without ech60r, with the same stapler plee60a and it went smooth.